Event description:
Significant drop in bipolar impedance. From 894-1284 1st year post implant, 922-976 ohms in 1998, 741-811 ohms in 11/99, 753-826 ohms in 12/99 and on 3/31/2000 316-327 ohms bipolar and 486-491 ohms unipolar. Thresholds and capture currently acceptable but undersensing in bipolar occurs at 2.5mv.